Manufacturer narrative:
The model number information was not reported or not known by the reporter. Hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/marketing this model. Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada failed and had to escalate to uae [device ineffective] it was reported that the provider did not think it was a jada error but she thinks it was a user error and thinks she should have pumped up the suction to 90 mm hg instead of 80mm hg. [Device use issue], no additional ae reported, no pqc reported [no adverse event] . Case narrative: this initial spontaneous report originating from the united states, was received from clinical educator (ce) on behalf of physician referring to female patient of unknown age. The patient's medical history, drug reactions or allergies, current conditions and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via vaginal route (defaulted) (lot #, serial # and expiration date were not reported) for an unknown indication. Ce stated that provider sent her a case study document in which vacuum-induced hemorrhage control system (jada system) failed (device ineffective) and had to escalate to uterine artery embolization (uae). The physician did not think it was a vacuum-induced hemorrhage control system (jada system) error, but she thought it was a user error and thought she should have pumped up the suction to 90 millimeters of mercury (mmhg) instead of 80mmhg (device use issue). She stated moving forward she would have trouble shoot a little better. The vacuum-induced hemorrhage control system (jada system) was left in the entire time. No additional adverse event reported (no adverse event), no product quality complaint reported. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
The model number information was not reported or not known by the reporter. Hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/marketing this model based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada failed and had to escalate to uae [device ineffective] it was reported that the provider did not think it was a jada error but she thinks it was a user error and thinks she should have pumped up the suction to 90 mm hg instead of 80mm hg. [Device use issue] , no additional ae reported, no pqc reported [no adverse event]. Case narrative: this initial spontaneous report originating from the united states, was received from clinical educator (ce) on behalf of physician referring to female patient of unknown age. The patient's medical history, drug reactions or allergies, current conditions and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via vaginal route (defaulted) (lot #, serial # and expiration date were not reported) for an unknown indication. Ce stated that provider sent her a case study document in which vacuum-induced hemorrhage control system (jada system) failed (device ineffective) and had to escalate to uterine artery embolization (uae). The physician did not think it was a vacuum-induced hemorrhage control system (jada system) error, but she thought it was a user error and thought she should have pumped up the suction to 90 millimeters of mercury (mmhg) instead of 80mmhg (device use issue). She stated moving forward she would have trouble shoot a little better. The vacuum-induced hemorrhage control system (jada system) was left in the entire time. No additional adverse event reported (no adverse event), no product quality complaint reported. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. Follow up information was received from the physician on (B)(6) 2025. The patient was placed with vacuum-induced hemorrhage control system (jada system) on (B)(6) 2023 (previously was not reported). Onset date of events device ineffective and device use issue was updated as 24-aug-2023. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.